Event description:
It was reported by service report that there is no power to the bed. It was further reported that there were damaged siderail panels. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged siderail panels.